Event description:
It was reported while using bd safetyglide¿ needle only, 25 g aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: we have had 3 of our primary care offices report that the same lot # of bd safety glide 25g 1-inch needles are not performing as expected (lot # 2003406 exp 12/31/26). For one office when they attempt to pull back fluid from the vial there seems to be no suction and for another office after attaching to a prefilled syringe they were unable to push the plunger (when the needle was changed there was no issue).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g aspiration was difficult. There was no report of patient impact. The following information was provided by the initial reporter: we have had 3 of our primary care offices report that the same lot # of bd safety glide 25g 1-inch needles are not performing as expected (lot # 2003406 exp 12/31/26). For one office when they attempt to pull back fluid from the vial there seems to be no suction and for another office after attaching to a prefilled syringe they were unable to push the plunger (when the needle was changed there was no issue).

Manufacturer narrative:
Investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.